Event description:
Infection - vaginal [vaginal infection]. Left pieces of the cotton and string inside me; emergency room found 2 more long pieces way up inside vagina [foreign body in reproductive tract]. Fallen apart - tampax [device breakage]. I'm removing the tampon. It had fallen apart inside my vagina and left pieces of cotton and string inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon has fallen apart inside her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.